Event description:
During the procedure, the operator noted that angulation was difficult. The procedure was stopped. There was no pt injury. The problem occurred in another country. Report #2431239309/14/00-r has been submitted pursuant to section 21cfr806.10.